Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 2x daily and it usually reads around "7-10 mmol/l." The patient manages his diabetes with novar mix insulin (18 units in the morning/ 28 units in the evening) and metformin pills (500 mg 2x daily). The alleged issue began on the morning of (B)(6) 2012. The patient continued to administer his usual dose of medications that day. Later that evening, the patient claims he felt a symptom of sweating which he associated with low blood glucose. Treatment was not specified. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was dropped. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.